Event description:
It was reported that the programmer did not calibrate, that the stylus touch pen did not function. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) stylus touch pen was not aligning with arrow. Hinge plate screws are missing.